Manufacturer narrative:
No medwatch form was received. Analysis was normal. No anomaly was found.

Event description:
It was reported that high pacing impedance and low sensing were noted. A small buckle was observed on the distal part of the lead. The lead was explanted and replaced.